Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary because the reported event have been determined as not related to vns therapy.

Event description:
It was reported that the patient had an infection following their replacement surgery at the generator site. The patient¿s generator and lead were explanted. Device history records were reviewed for the devices. The devices were sterilized and passed all specifications prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional or relevant information has been received to date.